Event description:
The customer reported that an erroneously low hemoglobin (hgb) result, below the parameter's reference range and without an instrument generated flag, was generated for a single, patient sample tested on a coulter ac-t diff 2 analyzer. Additionally beckman coulter inc. Assessment of customer supplied data indicated the generation of initial low platelet (plt), red blood cell (rbc), and hematocrit (hct) results without instrument generated flags. Upon repeat testing on an outside laboratory's instrument, the repeat plt, rbc, hgb and hct results were higher and within the reference ranges of the parameters. The repeat results were regarded as valid. The erroneous results were not reported out of the laboratory hence there were no reports of death, serious injury or modification to patient treatment associated with this event. Quality control (qc) results were within specifications during the timeframe of the event. No additional performance information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse) did not find any instrument problem. The fse executed multiple samples, controls and reproducibility checks. The instrument performance was within specification. A failure mode for the erroneous plt, rbc, hgb and hct results could not be determined based on available information.